Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, (B)(4), and the patient outcome could not conclusively be established. Additionally, review of the submitted log files confirmed low flow events; however, a specific cause for this period of low flow could not be conclusively determined. No additional atypical events were captured. The pump appeared to be operating as intended with stable estimated flow values of about 3-4 lpm until (B)(6) 2019 when the patient experienced cardiac arrest and reduced flow values were noted. Per the vad coordinator, the pump will not be returned for analysis. The hm3 lvas IFU lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also addresses suction events and states pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that a home health aide called 911 on (B)(6) 2019 when the patient wasn't feeling well. When ems arrived, the patient was having several arrythmias, mostly ventricular tachycardia. CPR was performed by ems. When the patient arrived at the hospital, he was unconscious and still in cardiac arrest. Low flow alarms were reported and the flow was noted to be zero. The patient expired shortly after arrival at the hospital. It was reported to be unknown whether the device was responsible for the adverse consequences. Technical services reviewed the log files and noted that the low flow alarms did not appear to be caused by any kind of device issue and that the equipment was operating as intended.